Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had beep anomaly high pitch, no message on the pump except the home screen. The customer¿s blood glucose level was 103 mg/dl at time of incident. Customer reported that the notification light is not blinking. Customer states there is nothing nearby that beeps. The insulin pump will not be returned for the analysis.